Event description:
It was reported that the patient had had problems with her bowels for the past two months. The patient stated that last summer she fell flat on her back as she was getting out of the tub as the rug moved. The patient had not had the device checked since she fell. The patient also asked if being ¿wanded¿ by security could cause the wires to move as that is when she had therapy problems. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v703024, implanted: (B)(6) 2011, product type: lead. (B)(4).